Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, an unused device, in its sealed pouch, of the same product code as the actual device and of lot sr13i04024 was received. Visual inspection showed no obvious defects and no crimped tubing. The device was removed from its pouch and functionally tested by spiking it into an in-house 1000 ml solution bag filled with distilled water, priming it per the label copy, and observing it for flow issues or clamp shutoff. The device primed and flowed normally with complete clamp shutoff and re-opening. The reported problem was not confirmed. A review of all batch record documents was performed for potentially associated lot number sr13i04024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set experienced a no flow. This occurred during an infusion to a cat for kidney treatment. The reporter stated that the set was very stiff, making it difficult to move the wheel of the roller clamp. The reporter also stated that when the roller clamp was moved, the stiffness of the set also caused it to become crimped and flow could only be restored by manipulating the set. There was no patient injury or medical intervention associated with this event. No additional information is available.